Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the cause of the ins turning off by itself was not determined. The patient is going to call the hcp if the event occurs again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported that the therapy is turning off by itself. The hcp said the ins implanted on the left side which controls pain on the patient's right leg. The patient reported that 3 weeks ago they felt a return of pain in their right leg and when they checked the ins they saw the ins had shut off. When the patient turned the ins back on, the pain went away. The patient said it also happened around thanksgiving time. The patient was lying in bed the first time and was standing the second time. The patient was going to keep a log file and the hcp will capture a data file at the next appointment. No further complications were reported.